Manufacturer narrative:
Additional information (16-november-2017): a siemens headquarter support center (hsc) specialist reviewed the event data. The data indicated there were no reports of dilution issues with cardiac troponin, using the same diluent vial as the sample in question. The vial was used at least one more time without issue before being removed from the instrument. Hsc cannot rule out an air bubble in the vial or an alignment issue causing the issue. The issue is consistent with under dilution of the sample and appears limited to a single aspiration from a specific vial. The cause of the discordant troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant troponin result. The customer questioned the elevated results based on the patient's history with another sample which resulted 0.05 ng/ml. The customer did not have any information regarding that sample. The ccc pulled the instrument data and noted there were no process errors from the time the sample was tested. Quality control (qc) was within range on the date of the issue. The customer discarded the remaining sample for this patient a siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced integrated multisensor technology (imt) probe. The cse ran dilution check, which was acceptable. The cause of the discordant troponin result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension vista 1500 instrument. The initial run resulted above the assay measurement range for the assay. The sample was diluted and the discordant elevated result was reported to the physician(s). The sample was repeated on the original and an alternate instrument, resulting lower upon dilution. The corrected result obtained from an alternate instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant troponin result.